Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. Father stated the insulin pump was exposed to water. The customer stated there is fluid under the lcd screen. The insulin pump will not be returned for analysis.